Event description:
Pd facility reported that at the beginning of treatment "leakage was noted from the pin area" of the cycler set. The device was removed and replaced. There were no ill effects to the patient, however, he was placed on prophylactic antibiotics. The sample is available for evaluation.